Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened esc button dome switch. No button error alarm or unexpected audio and or beep anomalies noted during testing. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump was reportedly lodged against a seatbelt. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.